Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequences? None. Was the broken piece retrieved? Yes. Did this event happened intra op? Yes. Procedure not reported. Lot: not retrievable now. Event day: unk.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.